Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction d6b. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It later reported that the pump exchange was performed on (B)(6) 2024. The exchange was due to chronic driveline exit site infection. The patient exhibited symptoms of an increased white blood cell count as the infection continued to be unresolved. Labs, imagining, and cultures were performed prior to the exchange. The device was also said to have been operating as expected prior to the exchange.